Event description:
The customer reported experiencing high blood glucose of 480mg/dl. The customer stated that his blood glucose continued being high after changing the infusion set. The customer mentioned that inside of the reservoir compartment smelled like insulin. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer called back and stated that he went to the hospital a while ago and his blood glucose was over 500mg/dl at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-97266.